Event description:
Patient complained via a letter that the patient received second degree burns to the legs from equipment used in surgery. Equipment was sent to the manufacturer and recently received the report that some buttons were not functioning correctly.